Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
(D10) concomitant device(s): 300-20-02 - equinox square torque define screw drive kit: 5716644 300-30-06 - equinoxe preserve stem 6mm: 5672655 300-50-45 - 4.5mm short rep plate: 5709273 310-00-53 - equinoxe, humeral head, extra short, 53mml 5290925.

Event description:
Approximately 3 year(s) 1 month(s) after an initial right tsa, the patient experienced progressive pain without injury over the course of 1 year, reportedly due to aseptic glenoid loosening. No action has been taken, the device(s) remain implanted, and the outcome is continuing. The event is definitely not related to the device and is possibly related to the procedure.